Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) that no further action beyond calling agent for assistance had taken place. It was unknown if the issue was resolved at this time.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they were at their doctor's office yesterday and the doctor noticed over the past few visits it seems to be taking longer for them to charge. Patient said the doctor did not find anything different when they looked and they think everything is fine, their settings have not changed at all and they are charging more often, instead of once a week they are charging 2 or 3 times a week and the doctor told them they have not dropped below 75%. Reviewed with pt it sounds as if the equipment is working as expected, reviewed some recharging duration variation information and recommended pt start using their programmer to check their ins battery level regularly, reviewed the option to speak with their doctor about obtaining a smart programmer to help achieve an excellent connection during charging which allows for fastest charging. Reviewed the option to call back if they need support in the future. During the call pt said they had the recharger replaced in 2023 and now they keep it on the dock, plugged into power when they are not using it.